Event description:
It was reported that this right atrial (ra) lead triggered a signal artifact monitoring (sam) event due to high out-of-range pace impedance measurements greater than 3,000 ohms since (B)(6) 2021. In addition, noise was reproducible with isometrics; ra lead fracture was suspected due to impedance measurements, sensing, and thresholds. It was also noted that the patient was in chronic atrial fibrillation (af) for the past year. Technical services (ts) recommended turning off atrial discriminators, considering vvir with a lower rate limit (lrl) of 70 (consistent with atrial tachy response lrl), turning off the ra lead, and turning off ra daily measurements (dm). This ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.